Event description:
The customer reports that their keypad is not responding. There was no patient involvement.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reports that their keypad is not responding. There was no patient involvement.